Event description:
A report was received from the brother of a consumer who is a (B)(6) male, diagnosed with benign intracranial hypertension when he was (B)(6). Six years ago, he had a horizontal-vertical lumbar valve system inserted and never had any problems with it until a few weeks ago (date not specified). He began to experience "serious" headaches similar to the headaches he had when the disease first began. The difference with these headaches is that this time, he also experienced dizziness. The headaches increase when standing up and decrease a little when he is completely lying back. He is currently hospitalized for these events.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.